Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 30th december 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 30th december 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the paint was peeling and rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the paint was peeling and rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge submitted an offer to replace the defective parts. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since appearance of paint peeling and corrosion could be considered as technical deficiency, and in this way devices contributed to event. It is known that the affected device was not being used for patient treatment or diagnosis when the event occurred. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at a low ratio. As stated by subject matter expert at the manufacturer¿s site, the oxidation has been detected between the fork and the sleeve of spring arm. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 30th december 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 30th december 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. It was stated the paint was peeling and rust occurred on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.